Event description:
The patient reported the ok keypad button was intermittently unresponsive. The patient stated that she wears the pump under garment and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.